Event description:
During servicing of the this unit. The field service engineer (fse) reported that the unit is failing power fail alarm test. The fse reported that the unit was not in use on patient.